Event description:
It was reported that a patient underwent a hysterectomy procedure on (B)(6) 2023 and suture was used. During the procedure, while suturing the uterine stump pull off- suture needle happened. Another device was used to complete the surgery. No adverse patient consequences were reported.